Manufacturer narrative:
If the sample is returned a failure investigation will be performed. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that the tracheostomy tube's cuff leaked after 21 days of use. There was no injury. The patient required a non-routine removal and re cannulation with another 8fen tracheostomy tube.